Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s wake/lock button was unresponsive, and the user was guided to restart the pump, after which the button function improved and responded appropriately, with no effect on blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care or hospitalization. Investigation included customer troubleshooting and education by guiding a device restart to restore responsiveness. Investigation of this case revealed a transient user interface responsiveness issue resolved through a restart, consistent with a temporary device performance anomaly of the wake/lock control. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient, non-reproducible device behavior.